Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient developed fluid around the ipg as well as a fever. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient was hospitalized and the physician drained the fluid. There have been no reports of further complications regarding this event.